Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported: leak intra-op. During the unknown surgery, after fired, the tissue was cut but the staples were not deployed and causes anastomotic leakage. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.